Event description:
It was reported that: "customer received a case of 6191-1-010 that was damaged. Customer reported no injuries and had disposed of the damaged case of simplex as hazardous waste."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.